Manufacturer narrative:
The anchor and small portion of the inserter tube remains implanted in the patients bone, therefore, it will not be returned. A definitive cause of the event could not be determined from the information available and without the device for evaluation. Based upon feedback from the surgeon, the likely root cause was due to the surgeon inserting the anchor into soft bone. The device history record was reviewed and shows that the lot for the device allegedly at issue met manufacturer specifications and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the patient and the extended surgery time (30 minutes), even though there was no injury reported.

Event description:
The surgeon reported that he inserted the anchor and the inserter to the laser-mark in the bone hole. The anchor was deployed and the inserter removed. The surgeon then pulled on the attached suture and reported that the anchor pulled out of the hole approximately 50%. The surgeon reported that he removed the exposed portion of the anchor, left the remaining anchor in the bone hole and that the surgical time was extended by approximately 30 minutes.